Manufacturer narrative:
The reported complaint of the thermogard system (serial #(B)(4)) generated an "air trap" alarm was resolved by the facility biomed by cleaning the air trap block. The system was functioning properly. Zoll service was not required.

Event description:
During ivtm therapy, customer reported that the thermogard system (serial #(B)(4)) generated an "air trap" alarm. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.